Event description:
It was reported that when t1 was deployed, t2 did not deployed. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that when t1 was deployed, t2 did not deployed.¿ t2 was found attached to the suture but separated from the device. The suture had been knotted around the anchor and cinched around the tail end lengthwise. There was a small piece of t2 sheared off. Perhaps in attempt to free the suture from t2. T1 was not attached or returned. The delivery needle was visibly bent, bowed and twisted toward the left. The delivery curve has been flattened. The depth limiter was creased and flared. This condition is consistent with resistance from tissue and difficulty in reaching the desired anchoring location. The device no longer cycles or actuates due to the needle¿s distortion. No root cause related to the manufacture of the device was confirmed.